Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer alleged the pump was not functioning properly, suddently stopped working. Upon checking, it was observed the "bolus not delivered" message. The customer reported high blood glucose value of 600 and low blood glucose value of 34 mg/dl. The reported hyperglycemia was treated by having an emergency medical service dispatched, hospitalized and treated with IV insulin drip. The reported hypoglycemia was treated by having an emergency medical service dispatched, hospitalized and treated with glucagon shot. The event involved products mmt-1880l, unk_reservoir and unomedical. Troubleshooting was declined by the customer for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event and unknown whether the smartguard/auto mode of the insulin pump was in use at the time of reported event. No further patient complications were reported. No product return is required for unk_reservoir and unomedical. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested and customer response was the device will be returned. Frn-unk_reservoir-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.